Event description:
It was reported that the customer received multiple alarms on the insulin pump. The customer received the external ram crc error alarm, the unexpected restart alarm and a failed on startup alarm. The customer's blood glucose was 137 mg/dl. Troubleshooting was done. Explained the alarms and possible causes of the alarms to the customer. Further assisted the customer with upload to carelink software. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected alarms noted during testing. Unit passed the error alarm and self-test. Unit had alarms due to corrupted history file. Unit had scratched display window, cracked battery tube threads and cracked reservoir tube lip.